Event description:
Reporter indicated that pt was experiencing an increase in seizures, pre-vns seizure rate is unknown to MFR. Reporter additionally indicated that pt's dilantin levels were found to be too high on two separate occasions. Patient was subsequently admitted to hosp after having 3 seizures in one day. System diagnostics test performed yielded results within normal limits. Battery life estimation performed for generator yielded adequate battery life remaining. Good faith attempts have been made to obtain additional info.